Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a dirty reservoir tank. The liquid crystal display (lcd) display is bent/damaged and so are the light-emitting diodes (led). Functional testing found there are missing digits on the display and there is a leak from the reservoir cover. The root cause of the reported issue was found to be user interface - impact to the device. No action taken. Device is no longer needed for the loaner pool and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device display is missing digits and leaking water. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI section is unknown, no information has been provided to date. Device evaluation: no product was returned for investigation. Device evaluation including root cause analysis is in progress. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.